Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code 4: f2203 - imaging required. Additional, changed, and/or corrected data: b.5., b.6., d.1., d.2., d.3., d.4., g.1., g.4., h.6.

Event description:
Healthcare professional additionally reported "capsule very calcified". Manufacturer of the device is unknown.